Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: lot: 9944445, part: 02.123.024, part mfg. Date: 19nov2015, part exp. Date: n/a (for s part numbers), DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm periarticular proximal humerus plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.5mm locking compression plate and eight unknown screws were removed on (B)(6) 2016 due to nonunion of the humeral shaft. Date of implant is unknown. All hardware removed intact without difficulty. Reportedly, the patient had pain and an x-ray was done to discover the nonunion. The surgeon inserted antibiotic beads as preventative measure for the open wound and completed the surgery successfully with no time delay. Patient outcome after surgery reported as stable. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).